Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 with a blood glucose of 72 mg/dl. Customer stated that she was admitted due to a set change and a low reservoir alert. Customer stated that the perceived cause of the low blood glucose was that the pump overbolused. Customer stated that she woke up and the pump was alarming her to change the battery. Customer stated that her sensor ended and she needed a new reservoir. Customer stated an hour later, the pump told her that the reservoir was empty. Customer stated that the pump gave the bolus of the whole reservoir, so the customer went to the emergency room. Customer's blood glucose was 62 mg/dl at the time of the incident. Customer thinks there is a delivery anomaly. Customer stated that she was just at home prior to the event. Customer stated that she was unsure if she manipulated the reservoir while she was connected. Customer was advised that the insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.